Event description:
During remote monitoring, the device delivered an inappropriate shock. Abbott technical support was contacted and noted undersensing had occurred. The device was reprogrammed to resolve the event. The patient was in stable condition.